Event description:
The customer stated the battery of the device is depleted. No info on pt provided.

Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.